Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service engineer (fse) decontaminated the analyzer, replaced the electrodes, replaced the sipper and vacuum nozzles, and performed an ise precision check, calibration, and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results for 1 patient sample on a cobas pure c 303 analytical unit compared to a blood gas analyzer. The customer has been having qc issues with their ise assays which prompted them to repeat patient samples on a blood gas analyzer. The initial sodium result was 153 mmol/l. The sample was repeated on a blood gas analyzer and the result was 141 mmol/l.

Manufacturer narrative:
The root cause of the event was found to be consistent with ise flow path contamination. No product problem was identified. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.